Event description:
It was reported by service report that the angle readings on the footboard are not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Angle measurements.